Event description:
During the exhibition of the product at (B)(4) society for the study of surgical technique for spine and spinal nerves, the screw could not extracted thus the sales rep tried to screw the tip of the inner shaft into the screwhead further more, then the tip of the screw extractor inner shaft fractured. According to the IFU, the inner shaft should be turned 10 to 12 times when screwing the tip of the inner shaft into screwhead, however, it was very difficult to count the numbers of turns.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.